Event description:
Hill-rom technical service representative found that the ground prong was broken off the power cord. Cause: tsr did not known how the ground prong had gotten broken. Resolution: tsr replaced the power cord and this resolved the loss of ground.